Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.

Event description:
The jetstream catheter was used to treat an ostial sfa lesion in the minimum diameter mode. The post treatment angiogram image revealed disrupted flow in the sfa. It is unclear if it was dissection or spasm. However, a balloon was used to treat the area and adequate flow was restored. The patient was fine with no additional complications.